Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "swelling," "swollen lymph nodes," and "pain." Patient is being treated with pain medications. Device remains implanted.

Event description:
Patient reported right side "swelling," "swollen lymph nodes," and "pain." Patient is being treated with pain medications. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "swelling," "swollen lymph nodes," "anxiety crisis" and "pain." Patient is being treated with pain medications. Device remains implanted. Also reported "cancer in the lymph nodes" which was determined to be not device-related.